Event description:
Over the course of one weekend various units within our hospital reported breakage of the horizon ultrasite IV tubing. There are four separate device problems. Devices are retained from two cases, not from the other two cases. All four devices are from the same lot number. All were from breakage is in the same spot, at the lowest luer connector. Representative from b. Braun came to see device and confirmed concern. B. Braun will be looking at options for switching out the lot. This device is custom made tubing set only for our facility, so typically they only manufacturer one lot number at a time.